Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) and inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a pod packing coil (packing coil), and a guidewire. It should be noted that the patient¿s anatomy was highly tortuous. During the procedure, the physician successfully implanted three non-penumbra coils and one packing coil into the iia using the lantern. While attempting to cannulate the ima with the lantern, the physician experienced resistance. After repeated attempts, the ima was cannulated with the lantern. While advancing a non-penumbra coil (idc) through the lantern, resistance was encountered, and the coil became stuck and would not advance out of the distal end of the lantern. Therefore, the lantern was containing the coil was removed. Upon removal, the physician found that the distal end of the lantern was fractured. It was reported that the coil was flushed out of the lantern. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.